Manufacturer narrative:
The customer stated that there have been no further issues.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable results for 2 patient samples tested for both elecsys vitamin b12 immunoassay and elecsys folate iii, and 1 patient sample tested for both elecsys tsh assay (tsh) and elecsys probnp ii (probnp ii) immunoassay. Of the data provided only the tsh result and the probnp ii result for the 1 patient is a reportable malfunction. Testing was performed on a cobas e 411 immunoassay analyzer. The initial tsh result was 0.157 uiu/ml and the initial probnp ii result was <5.0 pg/ml with a data flag. It was noted that the initial results were generated from a sample that was run in a false bottom tube that was in the incorrect rack type. The sample was repeated in a false bottom tube using the correct sample rack type with a tsh result of 7.27 uiu/ml and a probnp ii result of 637.2 pg/ml. The sample was repeated again with a tsh result of 7.29 uiu/ml and a probnp ii result of 16.48 pg/ml. The sample was then tested on another e411 and a tsh result of 6.25 uiu/ml and a probnp ii result of 615.5 pg/ml was obtained. The only erroneous result that was reported outside of the laboratory was the initial tsh result. The results from the other e411 were deemed to be correct and a corrected report for tsh was issued. The patient was not treated based on the initial tsh result being reported outside of the laboratory and there were no adverse events reported. The tsh reagent lot was 25580201 with an expiration date of 28-feb-2018. The pro bnp ii reagent lot was 22774802 with and expiration date of 31-jul-2018. The field engineering specialist found that the sample/reagent probe tubing had come off the pulley causing short samples. He replaced the tubing and the customer performed calibration and qc with acceptable results.